Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 110 units of insulin. The customer's blood glucose level was 209 mg/dl. The contact confirmed that the current cartridge would continue to be used for continued insulin therapy.